Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low and juice was consumed to address the low bg level. The bg returned to target level. The customer asked tandem technical support for assistance with turning the carbohydrate setting to "on" as the customer was more familiar with counting carbohydrates versus calculating units of insulin.